Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not working. The customer blood glucose level was 152 mg/dl at the time of incident. Customer stated buttons were not responding. Customer stated a constant tone was occurring. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will not be returned for analysis.